Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The physician determined that there was no fracture of the device.

Manufacturer narrative:
Film evaluation summary: the cause of the reported ¿small stent fracture¿ could not be determined. No obvious stent fractures or stent abnormalities were ob served on the interval CT¿s and x-rays provided. Pre-implant films revealed that the proximal neck contained significant irregular thrombus, and thrombus was also observed within the aaa and iliac arteries. During implant of the endurant stent graft system, 6 aptus endoanchors were implanted fixating the bifurcate to the aortic neck. Review of CT¿s revealed that the bifurcate proximal seal appeared to have degraded, with neck dilatation occurring during the 37-month film/implant duration. The proximal neck diameter increased from ~30mm at 5 weeks, to ~36mm at the last 37 month follow-up. However, no clear endoleak was seen in the films, and the aaa diameter slightly deceased from 6.0 to 5.5cm during this timeframe. Beginning at 12 months, increasing thrombus was seen within the bifurcate aortic body, however both limbs remained patent. The cause of the thrombus could not be determined. It is possible that this may be related to the patient¿s pre-existing condition; irregular thrombus within the aorta and iliacs.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment a 6 cm in diameter abdominal aortic aneurysm. There was 90 percent circumference diffused thrombosis present. It was reported that an ultrasound and plain abdominal radiograph revealed that the aneurysm is 5.4 cm in diameter and small endurant stent fracture. The investigator did not indicate the device or the procedure relationship. No clinical sequelae were reported and the patient is fine.